Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that there was no image observed on the camera head. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The subject device was returned and evaluated. During evaluation, the "no image" phenomenon was not confirmed. Other issues noted during evaluation identified a kink on cable and a cracked connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that the video function did not work properly due to the partial disconnection of the cable. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained from the customer's clinical manager states the event occurred during an urology procedure. The procedure was delayed 15 minutes or less to get two additional camera heads. An extra camera head was retrieved as a back-up. The intended procedure was completed with a second similar device. No bleeding occurred. The camera head has since been replaced.